Event description:
It was reported that during a meniscus surgery after t1 was deployed, the needle couldn't bounced back, resulting in t2 no deployed. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle but were returned for evaluation. Examination of the construct shows t1 is missing its distal end. T2 is missing a portion of its proximal end. The suture has been cut above the sliding knot. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended.

Event description:
It was reported that during a meniscus surgery after t1 was deployed, the needle couldn't bounced back, resulting in t2 no deployed. T1 was removed from the patient. The procedure was completed with a backup device with an insignificant delay or patient injury reported.